Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in a 33-year-old female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (first delivery (B)(6) 2007, second delivery (B)(6) 2009, third delivery (B)(6) 2012). Previously administered products included for an unreported indication: depo medroxyprogesterone. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced thrombosis ("thrombosis of leg"). In (B)(6) 2015, the patient experienced erythema nodosum ("erythema nodosum, acute form"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and coital bleeding ("bleeding during sex") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with paracetamol (tylenol) and surgery (essure was removed from sub serosa of the right cornu during cesarean section). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, erythema nodosum and thrombosis outcome was unknown and the dyspareunia and coital bleeding had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered coital bleeding, device dislocation, dyspareunia, erythema nodosum, pregnancy with contraceptive device and thrombosis to be related to essure. The reporter commented: discrepancy noted in insertion date:- (B)(6) 2014 & (B)(6) 2014. It was noted a satisfactory position of insertion with evidence of tubal occlusion. The patient has been taken to cesarean section for a history of multiple prior cesareans times 3. The uterus, tubes and ovaries appeared normal. Procedure: repeat low transverse cesarean section and bilateral tubal ligation. A low transverse uterine incision was made by nicking with the blade and extending bluntly. Cord blood for stem cell preparation was collected. The placenta was removed intact and appeared normal. The uterine incision was closed with running locked sutures of monocryl 0 in a double layer closure the essure was in sub serosa of the right corn. It was removed. No post-op complications. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: b71772 manufacturing date: 2013-09 expiration date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device. Ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dyspareunia and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date:- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury to herself removed and new events device migration, pregnancy with contraceptive device, device ineffective and dyspareunia(painful sexual intercourse) were added. Reporter and patient demography added. Updated suspected drug indication. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in a 33-year-old female patient who had essure (batch no. B71772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (first delivery (B)(6) 2007, second delivery (B)(6) 2009, third delivery (B)(6) 2012). Previously administered products included for an unreported indication: depo medroxyprogesterone. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In april 2015, the patient experienced thrombosis ("thrombosis of leg"). In may 2015, the patient experienced erythema nodosum ("erythema nodosum, acute form"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)") and coital bleeding ("bleeding during sex") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with paracetamol (tylenol) and surgery (essure was removed from sub serosa of the right cornu during cesarean section). At the time of the report, the device dislocation, pregnancy with contraceptive device, erythema nodosum and thrombosis outcome was unknown and the dyspareunia and coital bleeding had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered coital bleeding, device dislocation, dyspareunia, erythema nodosum, pregnancy with contraceptive device and thrombosis to be related to essure. The reporter commented: discrepancy noted in insertion date:- (B)(6) 2014 & (B)(6) 2014. It was noted a satisfactory position of insertion with evidence of tubal occlusion. The patient has been taken to cesarean section for a history of multiple prior cesareans times 3. The uterus, tubes and ovaries appeared normal. Procedure: repeat low transverse cesarean section and bilateral tubal ligation. A low transverse uterine incision was made by nicking with the blade and extending bluntly. Cord blood for stem cell preparation was collected. The placenta was removed intact and appeared normal. The uterine incision was closed with running locked sutures of monocryl 0 in a double layer closure the essure was in sub serosa of the right corn. It was removed. No post-op complications. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via medical records. Essure lot number provided. New events: erythema nodosum, acute form and thrombosis of leg. Information regarding c-section added. Patient´s age, and pregnancy information updated. On (B)(6) 2020: information received via plaintiff fact sheet: bleeding during sex added as event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.